Manufacturer narrative:
This report is filed, march 8, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of sound perception with device use. The implanted device remains.